Manufacturer narrative:
As of this filing, the "used" bioscrew hyperflex guidewire, nitinol, has not yet been returned from the user facility for evaluation. The investigation remains in process. A supplemental and final report will be filed upon the completion of the product evaluation and complaint investigation.

Event description:
The user facility reported that during an acl reconstruction procedure, and while using the bioscrew hyperflex guidewire, nitinol, 14in, sterile, the nitinol wire snapped upon insertion of the bioscrew xtralok interference screw (see MDR #1017294-2016-00097). Reportedly, the guide wire could not be removed arthroscopically. The screw was then removed and discovered that the tip of the screw was broken as well. An incision was made to remove the broken screw and to retrieve the nitinol guide wire. After retrieving the wire, the acl reconstruction was performed a second time and causing a 2-hour delay. The surgery was successfully completed with the use of another like-bio-absorbable screw. Follow-up with the user facility revealed that the patient was discharged as per routine procedure and recovered as expected for this type of acl reconstruction surgery.

Manufacturer narrative:
He used/damaged bioscrew hyperflex guidewire was received for evaluation on 23-sep-2016 for evaluation. Visual inspection found the nitinol wire has been broken into 3 uneven pieces. The exact cause of the reported problem was unable to be determined. This lot with the unique identifier(UDI) (B)(4) was manufactured on (B)(4) 2014. A review of the device history record (DHR) found no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to this reported "breakage". Of the lot containing (B)(4) units, there were no other similar complaints received for this item and lot number combination. In addition, a 2-year review of product history for this device family shows no other complaint for this failure mode. To date, there has been no patient long term adverse effect resulting from this type of incident. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The guidewire is a disposable product that is used to assist the surgeon in the placement of a cannulated interference screw into a bone tunnel. It is supplied sterile through gamma sterilization methods and must be disposed of after each use. To reduce the risk of guidewire breakage and injury to the patient, this product's instructions for use (IFU) provides the following instructions for use, warnings and precautions: use caution when handling to avoid injury. To avoid damage or breakage during use, do not use excessive force on guidewire. Do not implant. Device not intended for implantation. Inspect guidewire prior to use and after removal to ensure it is in good physical condition and functions properly. Do not use if product is damaged. Do not kink (sharply bend) the guidewire prior to or during insertion. Breakage or insertion difficulty may occur if the interference screw is used with a kinked guidewire.